Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number: 1644408-2023-00639; 400-01-280, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to dislocation.